Event description:
It was reported to medtronic minimed that the customer experienced a pump cracked in battery place. The event involved products mmt-1712k. Troubleshooting was performed. The customer reported no adverse event. The customer dis-continue the use of the device. Mmt-1712k was returned for analysis.

Manufacturer narrative:
(B)(4). P-cap locked in place properly during testing. After battery installation, constant critical pump error (open book image) was noted. Proceeded by cutting unit open and performed a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of water corroded electronic assemblies, keypad flex connector gold traces, and force sensor gold traces causing an unexpected electrical short. Unit also received with corroded battery tube, broken battery tube threads, cracked case (battery tube), cracked belt clip rails, cracked case, stained keypad overlay, pillowing keypad overlay, and scratched case. In conclusion customer concern of cracked case was confirmed by visual inspection when battery tube threads - cracked and cracked case (battery tube) were noted. In addition, after battery installation critical pump error alarm was confirmed. After deconstructive analysis, it was determined the cause of critical pump error (open book image) was due to corroded electronic assemblies. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.